Event description:
Reporter indicated that the customer was hospitalized after passing out and then given an IV, dilaudid for a migraine, and an EKG was performed which was abnormal. Reporter alleged that sometime after this, the customer obtained a discrepant blood glucose result of 486 mg/dl on the advantage system compared back to back with a result of 98 mg/dl on the professional system or lab system when testing was performed within 10 minutes. Reporter stated that some time after the readings, the customer was sent home and told to eat. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.